Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that atrial undersensing occurred with a mixture of myopotential sensing and an atrial arrhythmia which resulted in an atrial tachycardia response event. A boston scientific technical services consultant discussed programming options for the patient. Additional information was received stating the patient was experiencing shortness of breath and was admitted to the hospital for further evaluation. Atrial threshold testing could not be performed, and review of the device data identified inappropriate pacing with some abnormal deflections on the atrial channel post pace. The reported clinical observations could indicate loss of capture. No additional adverse patient effects were reported.